Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications.

Event description:
It was reported a patient underwent femoral artery patch angioplasty. A gore-tex cardiovascular patch was used. Following the procedure, in the post anesthesia recovery unit, the patient began bleeding. The patient was taken back to surgery. The upper half of the patch was found to be detached from its placement site and bleeding. The surgeon re-sutured the same patch in the patient.